Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. Issue isolated to the bad baton cable. The fault was determined to be an electrical connection failure. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor with baton 3-4, the screen kept flickering on and off. It is unknown if a back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.